Event description:
Info received indicates that the administration set is leaking.

Manufacturer narrative:
Customer stated that tubings involved have been discarded, there will be no product to return.